Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the reported operative complications experienced by the patient. The blue stapler 45 reload has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that 7 blue stapler 45 reloads were fired using two different stapler 45 instruments. All 7 firings were completed. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced a blood loss of 500-600 ml and received unspecified medical intervention to achieve hemostasis. However, at this time, the root cause of the post-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, bleeding was observed around the middle of an anastomotic staple line. The bleeding was reportedly found around the area where the first staple reload was fired. On post-operative day #1, the patient became anemic due to a 500-600 ml blood loss. The patient received unspecified treatment to achieve hemostasis. According to the initial reporter, the patient has since recovered. No further clinical information was provided.

Manufacturer narrative:
On 17-jun-2018, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: there was no report that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci-assisted surgical procedure. The surgeon did not encounter any clamping, firing, or unclamping issues with the stapler 45 instrument during the surgical procedure. No error messages appeared when the stapler 45 instrument was fired. However, it was reported that it was possible that there was a ¿little bit¿ of tissue tension when the stapler 45 instrument was fired in the location where the bleeding was identified. There were no malformed staples. The tissue where the bleeding was found was not thin or friable. Also, the tissue was not exposed to any radiation before the surgical procedure was performed. There were also no reports of any intra-operative complications. Post-operatively, ¿blood blisters were confirmed at the staple line.¿ according to the site, ¿clipping was done the next day with laparoscopy¿ as a result of the bleeding. No blood transfusions were administered. The staple line did not require repair. The patient had reportedly ¿recovered.¿ based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient experienced a blood loss of 500-600 ml and received medical intervention to achieve hemostasis. However, at this time, the root cause of the post-operative complication is still unknown.